Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Event description:
It was reported that upon interrogation prior to implant the device exhibited a gray battery status bar and remaining longevity was not available. It was noted that wireless was not used. This occurred twice, with three weeks in between. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.